Event description:
The customer reported that system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the fast stop switch. System operates as intended. (B)(4).